Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the exact cause of the ascending aortic dissection is unknown. However, the bulky leaflet calcification may have been a contributing factor to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A 26mm sapien xt valve was placed via the transfemoral approach in an uneventful tavr procedure. On pod-1 tte reported that the 26mm bioprosthesis was present and exhibited normal function. The aorta was normal in size. There was no evidence of aortic root enlargement or dissection. Pod-2 the patient was discharged from hospital and sent to a (B)(6) at the request of the patient. The patient was recovering well and no showing no signs of distress or problems of any kind. Four days later the patient was taken to a different hospital and was diagnosed with type a dissection of the ascending aorta. Per the surgeons, surgical repair was not an option for this patient and she expired on the following day. The aortic annulus diameter 20mm x 26mm with bulky native leaflet calcification.